Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) stage 1-2+ in both eyes. The topical steroid dosage was increased. It was stated that the patient did experience loss of best corrected visual acuity (bcva). The patient complained of halos in both eyes with right more than left. Patient reported that symptoms are not interfering with daily activities. Bcva on (B)(6) 2019 was 20/25 right eye, 20/25 left eye. Bcva from (B)(6) 2019: right eye pre-op 20/20 .00 x .00 x 90. Left eye pre-op 20/20 .00 x .00 x 90. This report is for the intralase fs2. A separate report will be submitted for the excimer laser system.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.